Event description:
Patient was sleeping. Rn found PICC line's hub with cap in patient's bed, disconnected from PICC catheter. Rn immediately used an alcohol swab and sterile gauze with hemostats to clamp PICC line, as the clamp originally on PICC line was also found in the bed. The patient did not lose any blood from PICC line. Md paged and vast rn paged to bedside. PICC was removed per md's order by vast rn. Additional notes: order placed for stat PICC removal. Went to bedside to remove. PICC noted with cap severed completely off at distal end. Hemostat in use to clamp line. PICC was then completely removed at this time. Patient tolerated removal fairly. PICC was saved and will be given to bard. The dressing that we are using is the institution standard ---the sorbaview shield the site is cleansed with chg or betadine. The flushing syringe is a 10cc barreled syringe.